Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced three infusion set cannula kinked on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.